Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. Microscopic examination of the detached burr revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched and is broken 141.2cm from the strain relief. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the burr detached and was removed by a snare. The target lesion was located in the severely calcified left circumflex artery. A 1.25mm rotalink plus was selected for use. During the procedure, a 1.25mm burr was tried to reach the lesion, however, the lesion was too tight. Subsequently, it was noted that the burr head detached and was left in the vessel. The burr was removed from the patient's body using a snare. The procedure was completed with another of the same device. No further patient complications were reported. It was further reported that the burr seemed to be separated because of the calcified lesion and burr problem. No components of the device what was left inside the patient.

Event description:
It was reported that the burr detached and was removed by a snare. The target lesion was located in the severely calcified left circumflex artery. A 1.25mm rotalink plus was selected for use. During the procedure, a 1.25mm burr was tried to reach the lesion, however, the lesion was too tight. Subsequently, it was noted that the burr head detached and was left in the vessel. The burr was removed from the patient's body using a snare. The procedure was completed with another of the same device. No further patient complications were reported. It was further reported that the burr seemed to be separated because of the calcified lesion and burr problem. No components of the device what was left inside the patient.

Event description:
It was reported that the burr detached and was removed by a snare. The target lesion was located in the severely calcified left circumflex artery. A 1.25mm rotalink plus was selected for use. During the procedure, a 1.25mm burr was tried to reach the lesion; however, the lesion was too tight. Subsequently, it was noted that the burr head detached and was left in the vessel. The burr was removed from the patient's body using a snare. The procedure was completed with another of the same device. No further patient complications were reported.